Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The device passed the no delivery test; no excessive no delivery alarm noted. It also had a scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery and motor error alarms for about 6 months and the alarms have been more frequent for the last month. The blood glucose value was 126 mg/dl. The customer stated that the motor error alarm occurred during bolus, basal and prime. The insulin pump was not dropped or exposed to a high magnetic field. The device was returned for analysis.